Manufacturer narrative:
The event date and date of death were not reported, the aware date was used.

Event description:
It was reported that a patient death occurred. It was reported via social media that "the patient had received the implant and had died."

Manufacturer narrative:
The event date and date of death were not reported, the aware date was used.

Event description:
It was reported that a patient death occurred. It was reported via social media that "the patient had received the implant and had died." It was further reported that the patient died 9 months post procedure.